Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the reported information, the valve dysfunction was resolved with heparin. The event can therefore reasonably be attributed to patient and procedural factors associated with the anticoagulation therapy administered. However, as the device was not received for analysis and limited information was provided, this cannot be definitively confirmed. Device evaluated by MFR: not explanted.

Event description:
A carbomedics optiform mitral valve was implanted. After removing the cross-clamp, echo revealed that the leaflets were stuck. Cross-clamp was resumed, the valve was rotated 90 degrees, and the leaflets were tested. After coming off pump, initially the valve appeared functional; however, the dysfunction recurred. 2 hours post-operatively, the dysfunction was reportedly resolved with heparin. It was also reported that the patient's heart was muscular, and may have affected the blood flow.